Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).